Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) use, approximately 24 hours after insertion, the catheter alarmed for optical sensor failure and the arterial image disappeared. This issue occurred during surgery. There was no reported injury to the patient.